Manufacturer narrative:
(B)(4). Method: the two complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. The second chamber was from lot 1509010304, manufactured on september 1, 2015. Results: visual inspection revealed that for both complaint chambers there was horizontal cracking around the chamber dome. The printing on the dome was also smeared in both chambers. A lot check revealed no other complaints of this nature for either of the chamber lot numbers. Conclusion: the smeared printing found on the chamber domes indicates that the chambers came in contact with a solution containing alcohol which resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that two mr290v humidification chambers cracked when they were inserted into the mr850 humidifier. This occurred before patient use.